Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been removed due to inflammation.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an inflammation at the implant site. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Device investigation revealed the substrate of the device (circuitry) to be broken. The exact reason why the crack occurred cannot be determined, however, a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device has been removed due to inflammation.